Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same cases as: 2134265-2015-08853 and 2134265-2015-08932. It was reported that an automatic pullback failure occurred. During a procedure, an ilab ultrasound imaging system was selected for treatment. Pre intravenous ultrasound run was successfully conducted and subsequently, post intravenous ultrasound was performed to view the unspecified stent. However during the second run, an automatic pullback failure occurred with an acquisition pc error displayed, which instructed to reboot the system. The system was then restarted but error messages were displayed. The system was able to save the first run but not the second run. Hence, second run was then again conducted, but same error message occurred during pullback. No patient complications were reported.